Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Previously reported on pr 6198766 with MDR# 3030677-2016-03117. Investigation pending the return of the device.